Manufacturer narrative:
Based on the available information, the cause of the patient's hernia recurrence cannot be determined. Recurrence is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. No action has been taken at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. (B)(6) 2017 - the subject patient underwent a laparoscopic umbilical/epigastric hernia repair with implant of the phasix st mesh. A concomitant partial omental resection procedure was also performed at this time. An intra-abdominal technique was used. As reported per crf, the phasix mesh was positioned so that its edges extend beyond the margins of the defect by at least 5cm. Mechanical fixation with a non bard/davol securestrap device was used to secure the mesh. (B)(6) 2019 - the patient presented for the 24 month visit and underwent a CT scan that revealed a hernia recurrence within 5cm of the index hernia repair. This hernia recurrence has been assessed per the clinician as being of moderate severity, "definitely related" to the study device and "definitely related" to the index procedure. As reported, the adverse event will require medical/surgical intervention. There is no date set for re-operation at this time.